Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator clevis was broken, which confirmed the original complaint issue. However, the underlying cause could not be determined. The fields were updated accordingly.

Event description:
The actuator on one side was not connected with a plastic part broken off that connects it to the leg.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The actuator on one side was not connected with a plastic part broken off that connects it to the leg.